Manufacturer narrative:
This product is not sold in us and is 510(k) exempt. This report is associated to a similar product sold in the us with 510(k) number k892432. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, before intubation, the airbag was in good condition. After intubation, the tidal volume was low and the cuff pressure was 0. The tube was normal after re-intubation.